Event description:
Was glad to see your article in the (B)(6) 2014 issue about the fdb database of meds. I am attaching another example of a horrible listing of meds when trying to add coumadin to a patient's home med list. Notice the top choices in the list of hundreds, include coumadin 1.5 mg three times per week and 0.24 mg/kg three times per week. Not exactly popular ways to prescribe coumadin. Our pharmacist had to scroll down to about the 200th item to find 7 mg per day. Medication administered to or used by the patient: no. Patient counseling provided: unknown. Relevant materials provided: image. (B)(4).